Event description:
It was reported that removal difficulties were encountered. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified second obtuse marginal artery. A 2.50 x 38mm synergy xd drug-eluting stent was advanced for treatment. Inflation was performed at 16 atmospheres for 15 seconds. However, during withdrawal, it was noticed that the balloon felt like it was sticking to the inside of the stent and was difficult to remove. The balloon was fully deflated and was able to be removed intact. The procedure was completed with the original device. No patient complications were reported. It was further reported that a 6f guide catheter was used and that 6 seconds were waited for balloon deflation before pulling back the device. Absence of contrast within the balloon was confirmed under fluoroscopy.

Event description:
It was reported that removal difficulties were encountered. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified second obtuse marginal artery. A 2.50 x 38mm synergy xd drug-eluting stent was advanced for treatment. Inflation was performed at 16 atmospheres for 15 seconds. However, during withdrawal, it was noticed that the balloon felt like it was sticking to the inside of the stent and was difficult to remove. The balloon was fully deflated and was able to be removed intact. The procedure was completed with the original device. No patient complications were reported.